Manufacturer narrative:
A steris service technician arrived on-site, inspected the unit, and identified the crimp holding the hose to the hot water supply valve failed causing the hose to become detached. The technician replaced the crimp, tested the unit, and confirmed it to be operating according to specification. Upon further investigation, the technician identified the user facility's water pressure was out of specification, causing the crimp on the water supply valve to fail. No additional issues have been identified.

Event description:
The user facility stated that a hot water supply hose on their reliance eps became detached from the wall causing a water leak. Procedure delays occurred as a result of the reported event.